Event description:
Boston scientific received information that this right atrial lead exhibited undersensing. This lead was surgically abandoned. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete as lead was capped. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.